Event description:
The customer reported low hemoglobin (hgb) on level 1 and level 2 controls on the unicel dxh 800 cellular analysis system. The customer also reported that mean corpuscular hemoglobin (mch) was low on controls. The fse later found that the instrument was also generating white blood cell (wbc) background failures. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 2/25/2015. The fse found build up inside the hemoglobin (hgb) chamber and the white blood cell (wbc) bath. The fse also found that an electrode inside the wbc bath was unraveling. The fse replaced the hgb chamber, which repaired the low controls. The fse replaced the wbc bath, which repaired the failing wbc backgrounds. The repairs were verified per established procedures. (B)(4).

Manufacturer narrative:
Upon revision of the filed MDR the device manufacture date was changed from 03/01/2011 to 03/01/2013.